Event description:
The report states: the clip broke in half when trying to load to applier. It happened with two separate bases. Both were the same lot number. I was able to retrieve both of the bases and packaging from the case. A third base from a different lot was used and seemed to be ok. We also encountered another issue with that same lot this morning. It was a different tech but same situation. She was trying to load the clip on to the applier and it broke. I have that one as well. It was another prostate surgery. No injury/issues to patient.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge was returned with four intact clips and a broken clip. The broken clip was broken in half at the hinge. Functional inspection was performed on the intact clips. A lab inventory clip applier was used. The intact clip in the cartridge was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. No functional issues were found with the returned intact clips. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, 220002422, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned. The cartridge was returned with four intact clips and a broken clip. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1900401 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the clip broke in half when trying to load to applier. It happened with two separate bases. Both were the same lot number. I was able to retrieve both of the bases and packaging from the case. A third base from a different lot was used and seemed to be ok. We also encountered another issue with that same lot this morning. It was a different tech but same situation. She was trying to load the clip on to the applier and it broke. I have that one as well. It was another prostate surgery. No injury/issues to patient.